Event description:
Customer reported the sensor readings were inaccurate and the insulin pump kept shutting of. Customer did not recall the exact date the event occurred of the sensor nor blood glucose values. Customer was no longer using the system. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.